Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during preparation outside the patient, the pullwire loop on the end of the one step button detached from the tubing. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received a one step button delivery system with original tray, lid and product label. No visible residue was found on the device. The button, black suture, red strip and sheath remained intact on the delivery system. The 15fr pullwire dilating tip of delivery system was found to be separated from the c-flex tubing. An examination of the pullwire dilating tip found the wire loop to be without issue. Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the pullwire dilating tip detached from the tubing. An examination of the device found the dilating tip to be separated from the c-flex tubing. The measurements of the dilating tip and c-flex tubing confirm that the device met specifications. Additionally there were no non-conforming events or deviations identified in the DHR review. The dilating tip and c-flex tubing presented no defects and the DHR review confirms that the accepted device met all manufacturing specifications. Visual examination of the returned device confirmed that the pullwire dilating tip detached from the tubing. Device history record (DHR) revealed no issues. A lot history search was performed and found no other complaints against lot number 14437971. It is likely that the device was damaged during preparation or attempts to deploy the device; however, a definitive root cause of the damage, and of the reported tip not being securely attached, could not be determined.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during preparation outside the patient, the pullwire loop on the end of the one step button detached from the tubing. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.